Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis as it was disposed. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A review of the device records found no issue with the stent profile or the profile of the balloon with all profile readings within product specification. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed, 12mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 4.5m in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. Predilation was performed and a 4.00x16mm promus element stent was advanced but was not able to cross the lesion. The device was removed however it was found out that the stent was dislodged outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed, 12mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 4.5m in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. Predilation was performed and a 4.00x16mm promus element ¿ stent was advanced but was not able to cross the lesion. The device was removed however it was found out that the stent was dislodged outside the patient¿s body. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).